Manufacturer narrative:
Date of event: populated as (B)(6) 2018 as there is no known event date. Populated as the first day of the month of the bsc aware date. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f guidezilla 2 guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed kinks in the hypotube located at the strain relief and 71cm from the tip, collar damage (shaft material separating from the collar), and shaft damage (flat spots) for 33mm in length and 5.5 cm from the tip. Inspection of the remaining portion of the device found no other damage or irregularities. The outer diameter (od) of the distal shaft was measured with a calibrated micrometer. The od of the damaged portion of the shaft measured .079'', exceeding specification with the undamaged distal shaft measuring .067''. Functional testing was carried out with a lab supplied 6f guide catheter, as the guide catheter used in the procedure were not returned for analysis. The tip of the guidezilla was loaded into the guide catheter and advanced for approximately 5.5 cm (area of distal shaft damage), then could not advance any further. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. No other issues reported.

Event description:
Reportable based on device analysis completed on 30-jan-2019. It was reported that the guidezilla was unable to advance in the guide catheter. The target lesion was located in the coronary artery. A 6f guidezilla ii guide catheter extension was selected for use. During the procedure, it was noted that the guidezilla was unable to advance in the guide catheter. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the collar damage (shaft material separating from the collar).